Event description:
It was reported the single-use sphincterotome's knife wire sparked and broke during a theraputic est (endoscopic sphincterotomy) procedure. The therapy was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: d4, h4. This supplemental report is being submitted to provide the results of the final investigation. - the cutting wire could not be energized. This phenomenon could not be confirmed by checking the actual device. - the coated portion of the cutting wire was torn this phenomenon was confirmed by checking the actual device. Based on the event description and investigation result, a likely mechanism causing the reported event might be the following. 1) since the output to the cutting wire was weak, excessive current was applied (increasing the output and/or extending the current application time). 2) the cutting wire became hot, and an electrical discharge occurred. 3) the electrical discharge hit the coated portion accidentally, causing the coated portion to melt and tear. - cutting wire was broken this phenomenon was confirmed by checking the actual device. The information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. Based on the investigation result, a likely mechanism causing the cutting wire breakage might be the following. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. As a result of checking the instruction manual IFU (instructions for use), the following descriptions related to this event were found [drawing number and revision number of IFU: rk2599, 02]: ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿ if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. ¿ always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforations, bleeding, or mucous membrane damage. ¿ if output cannot be activated when using psd-30 or psd-60, inspect the electrosurgical units as described in its instruction manual. Olympus will continue to monitor field performance for this device.